Manufacturer narrative:
Correction: d4 (expiration date, lot #, UDI), h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively on a surgical repair of a left inguinal hernia and a surgical repair of an umbilical eventration with insertion of a parietal prosthesis, the patient reported pain, headache, memory loss with loss of the thread of conversation, electrical shocks, fatigue, bruising, inability to carry a heavy load, inability to walk long, inability to drive long, and dry eye. Surgeon notes laparoscopy and it is openings of several centimeters, appointment pain doctor start of patch treatment for electric shocks. The patient was discharged the same day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.